Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) great vessel and cardiac perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and two (one capped and one active) right atrial (ra) leads due to cied system/pocket infection. In a previous extraction of the ra lead, attempts were unsuccessful, thus the lead was cut and capped, and a new atrial lead was implanted. A spectranetics lld #2 lead locking device (lld #2) was inserted into the active ra lead, and spectranetics lld ez lead locking devices (lld ezs) were inserted into the capped ra and rv lead to provide traction. Beginning with a spectranetics 9f tightrail sub-c rotating dilator sheath on the active ra lead, heavy fibrosis and lead on lead binding to the capped ra lead was encountered. The active ra lead was removed, and switched to a spectranetics 11f tightrail rotating dilator sheath (long) on the rv lead. However, the rv lead was calcified to the capped ra lead, so upsized to a 13f tightrail (long). After some time, the calcification was removed, and the rv lead was extracted. Continuing with the 13f tightrail with some difficulty, the capped ra lead was eventually removed, but the patient¿s blood pressure dropped. Rescue efforts began, including rescue balloon, pericardiocentesis, and sternotomy. A perforation in the ra and the superior vena cava (svc) were discovered and repaired. The patient survived the procedure. This report captures the 13f tightrail in use when the perforations occurred, requiring intervention. There was no alleged malfunction of the tightrail device in use during the procedure.